Event description:
The doctor noticed the haptic was bent after the lens was implanted in the patient's eye. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00188 for the intraocular lens used with this delivery device.